Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer took the battery out for ten minutes and when he inserted it alarmed battery out limit. Customer's blood glucose was 120 mg/dl. Troubleshooting was performed for the battery out limit and attempt was made to perform on other alarms that were noted in the device alarms history file. However, the customer declined further troubleshooting as device was being replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification and no battery alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump passed the reset error test, basic occlusion test and displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. No motor position encoder error alarm could be verified due to alarms in the history for a corrupted history file. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.